Event description:
It was reported that the patient is still having persistent hoarseness and dysphonia that seems to be associated with stimulation even though the device is off. Voice alteration can be heard for about 3-4 seconds, and then is gone for about 3-4 seconds, constantly in this cycle. She feels stimulation although it is not as strong as when the device is actually on. An evoked potential monitoring test was performed. The device was turned on to 0.25 ma normal and magnet mode, 20 hz, 250 us. A normal square wave was seen. Then stimulation was disabled and the patient stated she could feel stimulation and the hoarseness was still occurring, but nothing was picked up on the emg. The magnet was then placed over the device to inhibit stimulation and she didn&#39;t perceive any stimulation. Generator data was reviewed and no anomalies were observed. No further relevant information has been received to date.

Event description:
The physician reported that the patient recently started having voice alteration with stimulation so the normal mode output current was reduced which helped temporarily, but it started back up again a few weeks later. He noted that he adjusted the settings to 3 minute off time but now the device is stimulating every 5-10 seconds. He noted that he even turned the device to 0ma and it is still stimulating, and holding the magnet over the device also is not preventing stimulation although it does seem to abort it when placed over the device during stimulation. A generator reset was performed which seemed to stop stimulation but then the generator was re-enabled and the patient continues feeling it every 10 seconds. The physician reported that he saw the patient again and programmed magnet mode to 0ma, and for about 30 seconds it was fine but then the patient used the magnet on the device and the spontaneous stimulations returned. Therapy was disabled but the patient still reported feeling the stimulation. The company representative saw the patient a few days later and it was noted that he could hear the distinct change in the patients voice and the fact that she could still feel stimulation in her neck every so often. He notes that they changed the settings which caused coughing and the patient felt that it was going off more than it was set to. They then changed normal and magnet current down a step, leaving the pulse width at 130 and frequency to 20hz. The patient is very stressed and had a cluster of seizures while the device has been disabled so they decided to leave it on but the coughing and constant voice issues are still a concern. Review of generator data confirmed that the stimulation is disabled and no stimulations were provided while the device was off, thus there is no indication of malfunction at this time. The generator was replaced due to the perceived sporadic stimulation and dysphonia. Patient noted that the issues resolved after surgery. The explanted generator has not been received to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Generator was received by manufacturer. Generator product analysis was completed and reviewed. There were no performance, or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
The issues have continued following generator replacement. The physician noted that the new device also seems to be activating every 15 seconds or so but the voice is not as dysphonic, which may relate to the pulse width being lower (130 us). It lasts for about 5 seconds. If the magnet is used it clearly works and the voice is more obviously affected and for longer (~30 secs). He notes that it is tolerable but he does not understand why it is happening so frequently. He said it does seem to be a stimulation effect as she senses the stimulation even when she is not talking, so it is not simply that her voice is intermittently dysphonic for some other reason like spasmodic dysphonia. At a recent visit it was noted that the patient is still having dysphonia every 20 seconds lasting for 7 seconds. Her device is set for 7 sec on and 1.8 min off. He reduced the intensity to 1.375ma and this helped a bit. Autostimulation is turned off and magnet stimulation seems to work appropriately ¿ i.e. Coming on for 30 seconds (as programmed) when she swipes the device. No further relevant information has been received to date.